Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 250 (mg/dl) and moderate ketones. A correction bolus was delivered to address bg levels. Reportedly, customer attributed elevated bg levels to stress and still becoming familiar with the pump. Recommendation was made to consult with their health care provider to discuss diabetes management.